Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be in safety mode pre implantation. No adverse patient effects were reported. It is expected to receive this device for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be in safety mode pre implantation. No adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was confirmed this device was in safety mode. A series of automated diagnostic testing that verifies the performance of shocking, pacing, sensing, and recording functions of the device commensurate with battery voltage were performed and no abnormalities were observed. The cause of the safety mode could not be established.